Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The result of investigation is consistent with the customer's description of failure: during inspection the reported image malfunction was confirmed and traced back to the charged coupled device unit. Additionally, it was identified that the optical fibre bundle at the distal end is damaged due to external force. This initial report provides additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven years since the subject device was manufactured. Based on the results of the investigation, it is likely that improper handling/external force by the user (impact, drop, fall) led to the malfunction. A definitive root cause cannot be identified. This investigation is ongoing due to a request for additional information regarding procedure and patient involvement. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the rigid video scope, after 5-10 minutes of use, a large purple spot is visible at the top of the image. The issue was found during a procedure. There were no reports of patient harm.

Event description:
The model description should have read "the endoeye hd ii video telescope," not the rigid video scope.